Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. Customer's blood glucose was normal and did not require medical treatment. The product will be returned.

Manufacturer narrative:
The insulin pump had minor scratched display window and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.